Event description:
The customer reported the device signal is noisy and doesn't display correct values for spo2 and heart rate. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed visual inspection and was able to power on and off using ac power. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The customer's complaint was not duplicated.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device signal is noisy and doesn't display correct values for spo2 and heart rate. No patient impact or consequences were reported.